Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced three bent cannulas event on (B)(6) 2026. The infusion set was in use for about ten hours. Due to the event, patient blood glucose level measuring 600 mg/dl and was treated with multiple daily injections. The patient replaced infusion set and resumed insulin deliveries successfully.